Event description:
It was originally reported that the pt was not able to adjust stimulation. The physician programmer was not able to communicate with the device. The healthcare provider confirmed that the pt had fallen on her right side and at the same time she started to experience no stimulation. It was attempted to interrogate the pt's device with the pt programmer and physician programmer. There was no telemetry or response. Review of implant time line and last documented settings indicated that most likely the battery was deleted. The pt's device will need to be replaced. No pt injuries were reported.

Manufacturer narrative:
(B) (4).